Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was repaired proximal to the venous entry due to an insulation crack. Furthermore, all lead diagnostics were intact without pauses. The lv lead remains in service. No additional adverse patient effects were reported.